Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, the physician suspected that the right ventricular (rv) lead had fracture due to multiple episodes of noise recorded as ventricular tachycardia. The oversensing of noise was reproducible with position maneuvers. The electrical parameters were stable but the daily measurements of the shock impedance had several values at low out of range, measuring less than 20 ohms. No asystole and no pacing inhibition were observed. The patient is not pacemaker dependent. Additionally, this rv lead was explanted and the patient remains in the hospital awaiting for a new subcutaneous implantable cardioverter defibrillator to be implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, the physician suspected that the right ventricular (rv) lead had fracture due to multiple episodes of noise recorded as ventricular tachycardia. The oversensing of noise was reproducible with position maneuvers. The electrical parameters were stable but the daily measurements of the shock impedance had several values at low out of range, measuring less than 20 ohms. No asystole and no pacing inhibition were observed. The patient is not pacemaker dependent. A lead revision will be scheduled. No adverse patient effects were reported. This rv lead remains in service.